Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient was treated on an unknown date with an anterolateral plate for a distal tibial fracture. It was reported that the plate broke post-operatively and the fracture did not heal. A revision surgery is planned for an unknown date for the fixation of the fracture. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.